Event description:
Resident fell while being monitored by a bsn-020 sensor pad. Pad and monitor failed to signal caregiver.

Manufacturer narrative:
Sensor pad failed to alert caregiver that resident was out of bed. We conducted a full functional test on the monitor and pad. The monitor and pad were fully functional. The sensor pad had evidence of being folded in half. This kind of damage can cause the pad to react slowly. The distributor was cautioned to instruct the caregiver on the proper care and storage of this product.